Event description:
Pt came to ER in symptomatic bradycardia hr-39-41, given chemical without appropriate results, connected to defibrillator hr-60 demand, after looking at strip with dr. Dr convinced the rptr there was no problem. Pt had heart rate 30-40, connected to electrode. Turned voltage to 2 and rate of 60. Never reached a hr of 60; only in 40's. Rptr could see pt reaction to voltage anteriorly, without the rate ever going up.